Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on 3/9/2019 the patient received the following results within 10 minutes: 393 mg/dl, 138 mg/dl, 341 mg/dl, and 284 mg/dl.